Manufacturer narrative:
(B)(4).

Event description:
The pt was treated with baclofen for spasticity and the effect was reported to be "good." In (B)(6) 2011, a motor stall occurred and they were unable to get it to recover. The pump was replaced. Following the replacement, the pt was "good. Back to effective treatment." The device system was used to deliver lioresal (2000 mcg/ml).